Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. Customer's blood glucose value was 11.2mmol/l. The anomaly was resolved but customer called again and there was no audio at all. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. The audio tone or vibrate feature on the insulin pump functioned properly during testing.